Manufacturer narrative:
A2-a4: no patient information provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for concern for left ventricular assist device (lvad) thrombus. Log files were submitted for review and captured slight power elevations and routine events. Plasma free hemoglobin was 8.3 and lactate dehydrogenase was greater than 500. It was also noted that the patient had a known external outflow graft obstruction (eogo) that was identified on a computed tomography scan in (B)(6) 2024 (refer to MFR # 2916596-2024-05259). An echocardiogram that was performed during the current admission showed improved ejection fraction compared to prior. However, the patient's left ventricular internal diameter end diastole (lvidd) was slightly bigger than the prior scan. The aortic valve was now opening with every beat and there was stable mild mitral regurgitation.

Manufacturer narrative:
Section h6 health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events could not be conclusively determined through this investigation. The patient was admitted on (B)(6)2025 amid concerns of device thrombus (symptoms of elevated plasma free hemoglobin and lactate dehydrogenase values). An echocardiogram collected revealed an improved ejection fraction as compared to the prior one, as well as stable, mild mitral valve regurgitation. The submitted log file contained events and data captures spanning from (B)(6) 2024. No alarms or unusual events were captured, and the pump operated as intended at the fixed speed. The patient remains ongoing on (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. C, is currently available. Section 1, "introduction," outlines potential adverse events, including thrombus, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, "patient care and management," outlines the indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.